Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The elements 34 and 35 for the ultrasound image were broken but were still within specification. The glue on the forceps cover was peeling. The pink rubber on the probe unit had a minor chip but the functionality was not affected. The scope connector and lock pin were leaking, the glue on the bending section cover was cracked and the side cover plate was missing. The customer label was also obstructing the olympus manufacturing label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the transducer on the evis exera ii ultrasound gastrovideoscope was ¿broken/damaged.¿ this was observed prior to an unknown procedure. The procedure was completed with a similar device. There was no delay in the procedure. During inspection of the returned device, the glue on the forceps cover was peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.